Event description:
A report was received that during a routine post-operational follow-up, the patient reported experiencing a burning sensation on the ipg site. The physician prescribed an antibiotic.